Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 5 days post implant of this bioprosthetic valve, the patient continued to have mitral insufficiency. Transesophageal echocardiogram (tee) showed there was difficult opening of the leaflets and thrombosis on the leaflets from the ventricular side. The valve was explanted and a non-medtronic mechanical valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination revealed the stent posts were slightly deflected. Thrombus was attached to the rim of sewing ring. The valve was discolored due to blood contact. All leaflets were in the closed position with a gap between all coaptive edges. All cusps were stiff due to thrombus that filled the leaflets (outflow) except at the free margins. The commissures were intact. Radiography showed no evidence of calcification or stent distortion. If information is provided in the future, a supplemental report will be issued.